Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm occurred during testing. The device was also received with intermittent button response and button error alarm, due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer called and reported he received a battery out limit alarm on the insulin pump during normal use. Customer's blood glucose was 91 mg/dl. The customer was unable to clear the alarm by pressing the appropriate buttons. Keypad anomaly troubleshooting was performed. The customer agreed to returning the device for analysis.